Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2018 as part of (B)(6). According to the complainant, the patient required for a liver transplant due to (B)(6). The patient had a liver transplant on (B)(6) 2011 from a living donor. The patient was enrolled in (B)(6) on (B)(6) 2018. The patient did not receive a t-tube during the liver transplant. The patient underwent the ercp procedure on (B)(6) 2018 with prophylactic antibiotics being prescribed for 5 days. The bile duct was visualized with ercp, but a biopsy was not obtained. During the spyglass portion of the procedure, the quality of the imaging was rated as excellent. It was noticed that there was an anastomotic stricture; it was not possible to cross the stricture with the cholangioscope. Two spybite forceps were used to remove tissue in order to open the stricture, there were no issues with the forceps. During the procedure, it was noticed that the working channel sleeve protruded from the distal end of the spyscope ds. Reportedly, no part of the device detached. The spyglass portion of the procedure was completed with this device. There were no reported patient complications due to the spyscope protrusion. The patient's condition at the conclusion of the procedure was reported to be fine.